Event description:
This is filed to report air in the device. It was reported that a mitraclip procedure was performed to treat function mitral regurgitation (mr) grade 4. When the clip delivery system (cds) introducer was inserted into the steerable guide catheter (sgc), air entered the sgc. The cds was replaced and the procedure was completed successfully, reducing the mr to grade 1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash was confirmed via returned device analysis. The clip introducer hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation identified the torn clip introducer hemostasis valve and clip introducer leak to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.